Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 47 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 48 reported events are included in this follow-up record. Product return status 42 devices were received. 2 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 38 reported events were not confirmed. Evaluation results 14 devices were found to be affected by internal corrosion. 3 devices were found to be affected by corroded bearings. 21 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by damaged/shattered bearings. 1 device had no problem found.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. - 45 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h1048 previously reported events are included in this follow-up record.product return status42 devices were received.6 devices were not available for evaluation.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. - 45 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 48 previously reported events are included in this follow-up record. Product return status: 42 devices were received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. 45 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 48 previously reported events are included in this follow-up record. Product return status: 42 devices were received. 5 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. 45 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 47 events were reported for this quarter. Product return status: 31 devices were received. 1 device was not available for evaluation. 15 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 29 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by internal corrosion. 2 devices were found to be affected by corroded bearings. 16 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by damaged/shattered bearings. 1 device had no problem found. 47 devices were not labeled for single-use. 47 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 47 </noe> malfunction events in which the device reportedly overheated. 45 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.